Manufacturer narrative:
The picture evaluation was completed on 18-sep-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a reddish material was observed inside the hub of the vizigo sheath; however, no leakages were observed. The potential cause of the reddish material inside the hub, could be related to the procedure. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) procedure with a vizigo sheath and a hemostatic valve leakage issue was observed. During the procedure, blood leakage was found in the hemostasis valve. A new device was used to complete the procedure and there was no patient injury reported. Additional information was received. The approximate volume of blood lost was 5ml. The hemostatic valve did not dislodge inside the hub nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Unknown if air entered the patient¿s body.